Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post-implant, a chest x-ray showed that the lead slack had pulled back. Diminished r-waves were also noted. The right ventricular (rv) lead was able to be removed from the device per normal practice via wrench engagement of the setscrew. After the rv lead was revised, the physician could not re-engage the wrench into the setscrew. Multiple wrenches were attempted, along with entering the grommet at multiple angles, and later trying to use a scalpel to move the setscrew, all with no success. The device was therefore not re-used and the rv lead remains in use, with a new device also being implanted. No patient complications have been reported as a result of this event.